Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported the consumer was in the emergency room on (B)(6) 2017 reporting the device was electrocuting them even at the lowest level, so they turned the device off. According to the hcp they needed a manufacturer¿s representative (rep) to reprogram the consumer so they could use therapy. No further complications were reported/anticipated. Relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.